Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the keypad had a tactile change/unresponsive issue. This complaint is being reported because the reported issue was not resolved at the time of contact. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/15/2015-device evaluation:the pump has been returned and evaluated by product analysis on 08/27/2015 with the following findings: during investigation, the keypad cover was intact; all the buttons responded intermittently. The keypad cover was removed and there was evidence of contamination found under all the button contacts. Unrelated to the original complaint, it was observed that there was a crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.